Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was exchanged for a longer length lens. The problem was resolved.

Manufacturer narrative:
Corrected data: h11- disregard initial MDR as is was reported in error and n/a. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4-UDI- (B)(4). H4- 16-jul-2024. Claim# (B)(4).